Event description:
It was reported that "the user could not load a clip with the applier properly during a da vinci surgery. Therefore, another applier was used to complete the procedure. Nothing fell/remained in the patient and no patient injury occurred. The applier was sent to our technical specialist who confirmed the jaws were broken".

Manufacturer narrative:
Qn# (B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a (B)(4) pc. Lot in april of 2023. It was found that this order was made from the correct materials and components and all approved processes were followed. Sample part returned with bent jaws. After evaluation by subject matter expert and a complete DHR review, this undesirable condition is suspected to have happened at end user. Based on this investigation, we feel that the failure is unrelated to the manufacturing and/or processing steps that occurred at tecomet kenosha." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the user could not load a clip with the applier properly during a da vinci surgery. Therefore, another applier was used to complete the procedure. Nothing fell/remained in the patient and no patient injury occurred. The applier was sent to our technical specialist who confirmed the jaws were broken".